Event description:
Discrepant results between the blood glucose monitoring device and a valid lab comparison. Reporter stated the lab result was 156 mg/dl and the device measured 85 mg/dl on a back to back fasting sample. Reporter stated, prior to the lab comparative, he had questioned his device results because he was feeling "low", however, his glucose levels were "high." Reporter indicated drinking a coke on the way home from the hospital lab test result and stated the doctor thought the glucose level was related to the use of a particular medication he was taking. Reporter stated no treatment was received a s a result of the alleged incident. Reporter stated controls were used and found to be within an acceptable range. A request was made for the return of the suspect device and replacement product was sent.